Manufacturer narrative:
Medical device: dtba1d1 device, implanted (B)(6) 2017.

Event description:
It was reported that the left ventricular (lv) lead triggered a lvring to rvcoil lead impedance alert for impedance values being below the programmed lower threshold, along with an impedance drop from the previous device measurement. It was noted the impedance values had dropped since the device was replaced. In addition, the pacing impedance value had changed following a programming change from bipolar to lv ring to right ventricular (rv) coil. It was noted the patient has been reprogrammed to bipolar pacing and lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated an alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.